Event description:
The initial reporter received questionable na electrode assay results from two patient samples tested on the cobas 6000 c501 module. The reporter provided one example of discrepant results: the high na result was 180 meq/l. The low result was 143 meq/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer (fse) inspected the module, replaced the sample probe, and adjusted the rinse station's volume. He verified that the module was again performing according to specifications. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.